Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin from an undefined area as the customer was not certain of location. Customer reportedly added insulin to cartridge the day before loading into pump. Customer loaded a new cartridge to address the issue. There was no adverse impact to customer's blood glucose level.